Manufacturer narrative:
Per tandem¿s basal iq user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer over filled cartridges resulting in fill estimate inaccuracies. No reported adverse impact to the customer's blood glucose. Further information regarding the event could not be obtained.